Event description:
It was reported by the patient that the left ventricular (lv) lead was explanted due to an unknown reason. The patient mentioned that he has been having t cell issues. No additional adverse patient effects were reported.

Event description:
It was reported by the patient that the left ventricular (lv) lead was explanted due to an unknown reason. The patient mentioned that he has been having t cell issues. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported by the patient that the left ventricular (lv) lead was explanted due to an unknown reason. The patient mentioned that he has been having t cell issues. No additional adverse patient effects were reported. The lead was returned for analysis.